Event description:
Pt returned 2 days post mea with complaint of severe abdominal pain and vomiting. Laparoscopy was performed, followed by laparotomy to repair a uterine perforation and reset a portion of the small bowel. The pt outcome has been reported as good and fully recovered.